Event description:
As reported by the user on (B)(6) 2011 via user medwatch (B)(4) a (B)(6), male patient presented for a limb salvage procedure. An unifuse infusion catheter was used to infuse thrombolytic therapy. During the procedure the infusion catheter was found intact and undamaged but dislodged from targeted site with loop of catheter out by 28cm. The user has two safety issues; safety issues #1 - no markers on catheter to help healthcare provider determine how much the catheter has been dislodged; safety issue #2 - unable to suture or affix catheter so that it remains in place for infusion therapy. The user felt this event was not absolute cause of need for below elbow amputation.

Manufacturer narrative:
As the reported complaint sample was not returned by the end user, angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported event is unknown. There is no indication that the device malfunctioned. The catheter migration was most likely caused by the users' failure to properly secure the catheter; however this cannot be definitively determined at this time. This device is manufactured with two radiopaque (r/o) markers on the catheter shaft to assist the user with the placement and location monitoring of the catheter. There is no allegation that the (r/o) markers malfunctioned. A review of the angiodynamics complaints database noted that this is the first reported complaint for this complaint type and it appears that this is an isolated incident. During the review of the manufacturing records for the lots obtained through a ship history review, it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).